Manufacturer narrative:
The device history record could not be reviewed because the lot number provided by the customer corresponds to a neonatal procedural tray which does not include the catheter. Catheters are 100% inspected at various stages during the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity. The returned complaint unit consisted of a 26 ga first PICC catheter with a small portion of catheter tubing in inside of the oval disk. The catheter tubing broke off 1mm below the end of the oval disk nose. A microscopic enhancement at the area of separation showed uneven jagged edges which may be an indication of undue stress paced on the catheter. Per the results of sample evaluation and the information provided in the problem description, the breakage issue was probably the result of undue tensile strength applied to the catheter. Potential contributors are: failure to secure the catheter to the patient with a slight bend of catheter tubing near the insertion site that acts as a strain relief and taping over the catheter tubing. The IFU states that the external portion of the catheter must be adequately secured.

Event description:
The (B)(6) student had just finished changing the dressing. Nurse gave patient to mom. PICC snapped at the bottom of the inverted triangle. PICC line was removed. Medical intervention was a pic placed once the PICC line was removed. The PICC was placed on (B)(6) 2015 and the date of the event was (B)(6) 2015; 8 days later.